Manufacturer narrative:
An event of complete atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had valve implanted at a final depth of 3mm non-coronary cusp and 3mm left coronary cusp and it could not be confirmed if the patient have calcification extending beneath aortic annular plane in the interventricular septum. Based of the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system in a patient with severe aortic stenosis (as). The annulus circumference was measured to be 68mm. A pre-procedure balloon aortic valvuloplasty (bav) was performed using a 20mm non-abbott balloon. Complete atrioventricular block occurred during the first deployment attempt. Two re-sheaths were performed, and the valve was released on the third deployment. The final implant depth was 3mm at the non-coronary cusp (ncc) and 3mm at the left coronary cusp (lcc). Because complete atrioventricular block was present after the valve was implanted, the temporary pacemaker was left inside the patient when they returned to the intensive care unit (ICU). The patient was reported as stable.